Event description:
During elective ptca procedure, a guide wire broke off in the circumflex coronary artery and could not be retrieved despite many attempts to do so. Pt required open heart surgery to remove wire.